Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer had low blood glucose of 46 mg/dl and the insulin pump keypad is not working anymore. Caller stated that they changed the battery, but the insulin pump did not work. Caller stated that he may have to take his son to the hospital because customer does not have back up plan. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.